Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
During preventative maintenance (pm) conducted by a field service engineer (fse) the fse replaced the batteries. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
Additional contact information : (name - (B)(6), occupation - biomed tech, contact - (B)(6), email - (B)(6)).